Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was noted. Programming changes were recommended. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.